Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was sufficient amount of calcium present to allow anchoring of the device. The patient's aortic valve angle (av angle from 3mensio) was 45°. During procedure, heparin was given and a pre-implant balloon valvuloplasty was done with a 18mm non-abbott balloon. Several (5) attempts were made to release the valve but one time was too high and 3 times was too low. The valve and delivery system were changed and a new 27mm navitor vision valve and large flexnav delivery system were chosen. The second valve was released at the 3rd attempt. After the deployment the valve popped up in aortic root. The implant depth at 80% was 3-4 mm and the depth at release prior to migration was 0 mm. A severe aortic insufficiency (ai) that caused pulmonary edema and after few minutes pulseless electrical activity (pea) were noted. An advanced cardiac life support (acls) started with recovery of spontaneous circulation (rosc) after few minutes with junctional rhythm, a ventricular paced rhythm supported the position. A new 27mm navitor vision valve and large flexnav delivery system were prepared and deployed with a non-abbott guidewire (difficult to cross the first valve that wasn¿t snared) but the valve popped up in aortic root. The implant depth at 80% was 3-4 mm and the depth at release prior to migration was 0 mm. A severe ai and pea after few minutes. The operators start acls with rosc after few minutes with ventricular paced rhythm. They decided to place a new 23mm non-abbott valve was chosen. In the meantime, the patient has another pea and acls started, rosc in a few minutes and 23mm non-abbott valve was deployed. After the implant, there was no ai and ventricular paced rhythm were needed. Due to hemodynamic condition operators decided to start extracorporeal membrane oxygenation (ECMO). The patient is currently hospitalized.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (device ids: (B)(4)). It was reported that on (B)(6) 2026, the patient underwent tavi via right transfemoral access with attempted implantation of a 27 mm navitor vision valve using the flexnav delivery system. Pre-implant balloon valvuloplasty of the native valve was performed using an 18 mm balloon (1 inflation). Activated clotting time during the procedure was not provided. The first 27 mm navitor valve was advanced; however, successful implantation was not achieved due to repeated malpositioning, requiring five partial resheathing attempts (initially too high, followed by multiple low positions). The valve was subsequently retrieved from the subject. A second 27 mm navitor valve was then deployed. After three partial resheathing attempts due to suboptimal positioning, the valve was released but popped up into the aortic root. Following embolization, the subject developed bradycardia progressing to pulseless electrical activity (pea). Advanced cardiac life support (acls) was initiated, including administration of vasoactive medications, mechanical chest compressions, intubation, and placement of a temporary pacemaker, with return of spontaneous circulation (rosc) achieved. A third 27 mm navitor valve was prepared using a non-abbott guidewire, with difficulty crossing the first valve that was not snared. The valve was deployed and subsequently embolized into the ascending aorta. The subject developed severe aortic insufficiency and pulmonary edema, followed by recurrent pea, requiring repeat acls with rosc and a ventricular-paced rhythm. The procedural team proceeded with implantation of a non-navitor balloon-expandable valve. After implantation, no aortic insufficiency was reported, and ventricular pacing support was required. Due to hemodynamic condition operators decided to start extracorporeal membrane oxygenation (ECMO). On (B)(6) 2026 (pod 4), the patient developed new neurological deficits prior to discharge. CT imaging demonstrated a recent ischemic cortico-subcortical infarct in the left occipital lobe, with a small left parieto-occipital subdural hemorrhage and trace left frontal subarachnoid hemorrhage. On pod 5, the patient died due to cardiogenic shock combined with septic shock.

Manufacturer narrative:
An event of the device migration and central regurgitation was reported. The case was reviewed with the clinical team, and death, stroke, and valve migration/embolization events were reported. No patient-related contributing factors were identified. The navitor tavi system IFU was not followed, and the navitor cusp overlap implantation technique was not utilized, specifically due to failure to perform effective pre-dilatation. Therefore, the event is considered related to procedural factors with a contribution due to deviations from the navitor tavi system IFU, including ineffective pre-dilatation, excessive re-sheathing, and failure to use the cusp overlap implantation technique, which may have affected valve performance and anchoring. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device migration could not be determined. It is possible that procedural difficulties (multiple re-sheathing attempts) may contributed to reported migration. The observed regurgitation, cardiac arrest and stroke were cascading effect of valve migration. The reported patient death was due to cardiogenic shock combined with septic shock. The reported hospitalization, unexpected medical intervention and surgical intervention were the results of case-specific circumstances, as patient required prolonged hospitalization, and a ventricular pacing support was required, and a valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.